Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-12259.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-12259. Follow up information identified the issue has reoccurred, but no further intervention is currently planned.

Event description:
Related manufacturer reference number: 1627487-2019-12259; related manufacturer reference number: 1627487-2019-14331. It was reported during follow up the patient underwent surgical intervention during which the patients ipg and extensions were replaced. The procedure did not resolve the issue. The next course of action is undetermined at this time.

Manufacturer narrative:
The report of auto-reducing was not confirmed. Analysis of the returned lead extension found it passed end to end continuity and inter-channel continuity testing and no anomalies were identified that would have existed prior to explant that would have contributed to the auto-reducing allegation.

Event description:
Related manufacturer reference number: 1627487-2019-12259. Related manufacturer reference number: 1627487-2019-14331. Related manufacturer reference number: 1627487-2020-01775. Related manufacturer reference number: 1627487-2020-01776. It was reported during follow up the patient underwent additional surgical intervention to address the high impedance on 12 feb 2020. During the procedure, the patients leads were explanted and replaced resolving the issue. The two leads have been added as reportable devices.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2019-12259. It was reported the patient was unable to increase amplitude for stimulation. Diagnostics revealed high impedances. To address the issue, the physician performed a revision on (B)(6) 2019 wherein the extension was repositioned into the ipg header, which resolved most of the high impedances. As the physician did not want to open the lead site at the patient¿s head, the patient was closed and impedances will continue to be monitored.